Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. A sample was received at the manufacturing plant for evaluation. A visual and functional inspection was performed, and leaking was found between the bag and the line. The exact root cause could not be determined through the investigation. No formal investigation action is being taken because the failure mode is not a trend. This complaint will be closed with no further action. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that 1 unit was broken at the beginning of the line. The event occurred during priming. There was patient involvement; but, no patient injury, medical intervention or adverse reaction. The sample received for investigation was found to have a leak between the bag and the line.